Manufacturer narrative:
Updated fields: a2, a3, b4, b5, e4, g4, g3, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) began alarming "connection to helium lost in iabp circuit". The perfusion was contacted for trouble shooting; however, the problem was not solved. It was further reported that the customer swapped the iabp with another iabp without any negative impact to the patient or delay in treatment. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during testing, the fse discovered that the unit failed patient interface module leak test. To fix the issue, the fse replaced the pneumatic interface module assembly. The fse then performed leak test, as well as functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak in the iabp circuit. It was further reported that the customer swapped the unit with another unit without any negative impact to patient or delay in treatment. No patient harm, serious injury or adverse event was reported.